Manufacturer narrative:
(B)(4).

Event description:
Procedure type: breast reduction. According to the reporter: the pt had a bilateral subtotal capsulectomies, removal of implants and bilateral breast reductions. That night, she had a right hematoma, which was evacuated and irrigated. It was noted that the pt stated that she often bled a lot after procedures. About 10 days after the procedure, the pt started complaining of a constant throbbing pain in the inferior part of both breasts. The pain was worst in the right breast. Over the next two weeks, the pt developed blistering and would break down along the lower part of both breasts, again worse on the right. The blistering settled with alternated day dressings. The pt continued to complain of severe tenderness and pain along the lower and lower lateral parts of both breasts as well as itching and redness bilaterally at the inferior part of the breasts. Antibiotics were prescribed. On (B)(6) a wound 8mm wide opened up in the inferior scar and a 6cm loop of the product extruded. The loop of product was extruded.